Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the receiver (part number str-gf-001/serial number (B)(4)/lot number 5205052), being used with the transmitter, was also returned on 06/06/2016. The receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined. An additional follow up report will be submitted once evaluation of the complaint device is completed .

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient is currently not experiencing the issue and will call back if further assistance is needed. No injury or medical intervention was reported.